Event description:
The clinician reports the implant was inserted (B)(6)2019 in fdi 37. On (B)(6)2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.